Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe contained foreign matter on the plunger. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ tip syringe contained foreign matter on the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample and one photo were received for evaluation. Sample had black foreign matter inside the open end of the syringe barrel, outside of the fluid path therefore failure mode is verified. Root cause could not be determined. Per spectral analysis, the black foreign matter appears to be a mixture of plastic/rubber residue from the stopper and silicone that is used to lubricate the stopper for functionality. It is unknown what caused this residue to appear on the side of the syringe barrel. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8114721 for the same defect or symptom. No related defects or qns were recorded in the DHR. As per request, ftir analysis was completed on the dark material observed on the opening of the back end of the barrel of a syringe in a open bister pack. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a mixture of silicone and polypropylene.